Event description:
Unit was alarming on a patient. The unit was removed and the patient bagged. The vent was set up to check it before putting back on the patient. The test lung inflated and did not exhale. Found both pressure transducer bad. The hospital does no closed suctioning. The patient had a cardiac arrest sometimes after removal from the ventilator - unknown if related to device failure. Repeated phone calls to facility were not returned. The unit has been repaired and tested within manufacturers specifications.